Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u415024rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. This malfunction involved a patient with no consequences. Of the reported patients, one was female. No other patient information was provided.